Event description:
Total duofix knee revision due to ligament instability. The surgeon removed and replaced the above components. When the knee was opened, surgeon noted metallosis in the soft tissues. Synovial tissue appeared normal/not inflamed. Scratching was observed on the tibial and femoral components. There was delamination on the articulating surface of the polyethylene. There was a fracture on the polyethylene on the medial portion. The knee was revised using metaphyseal sleeve, stem on the tibia and stem on the femur. Vvc polyethylene insert was used. Primary procedure was on (B)(6) 2006. Photo of implants available. Product codes will be provided. No other information available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record. ***addendum added 07 may 2015** the MDR report was received and is attached stating that this complaint is considered to be in series. No further actions are identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.